Event description:
It was reported that the speed was unstable. A rotapro console was selected for use. During the procedure the speed was unstable. The procedure was completed. No patient complications occurred.